Event description:
It has been reported to philips that the system did not fully boot and gave an error message of ¿disk full and exposure not possible¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and shown disk full, and exposure was not possible error. Upon troubleshooting actions, fse checked the system and recreated the image disk. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.